Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on 09-nov-2017 a field service engineer (fse) replaced the syringe-l (large syringe) tip. The fse powered on the g8 instrument and received 706 syringe-l error message. The fse replaced the syringe-l and powered on the instrument without any errors. The fse ran calibration, quality controls, and several patient samples; all passed. The instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 25-sep-2016 through 25-oct-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6, troubleshooting, indicates that 706 syringe-l error message is generated when an operation occurs with the syringe-l. The operator is instructed to inspect the syringe-l. The most probable cause of the reported issue was due to a syringe-l (large syringe).

Event description:
On (B)(6) 2017 a customer reported getting 706 syringe-l error message while running quality controls and patient samples with the g8 instrument. The customer was unable to run patient samples on hemoglobin a1c (hba1c). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.